Manufacturer narrative:
D10: (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4 (B)(6) 02-022-45-4035 - truliant tray, cem sz 4f/3.5t (B)(6) 02-029-90-4300 - sterile packed short headed pin (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk (B)(6) 521-78-36 - threaded pin size 5.1 collarless 2pk. (B)(6) (B)(6) - gps implant kit v2. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 70 yo male patient, who had a left tka, underwent a quad and arthrotomy repair w poly exchange following a traumatic quad tendon tear. Information indicated the explanted poly was normal in appearance with visual inspection, and was not considered to malfunction or fail to perform as intended. Also was indicated that the patient had adhered to their rehabilitation protocol. No device return is available and no device photos were availble. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:h3, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the quad tendon tear reported cannot be conclusively determined but may be related to patient-related conditions, surgical technique, and/or component design. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.